Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 7.6 cm in diameter abdominal aortic aneurysm. The anatomy was not remarkable in terms of tortuosity or calcification; however there was a lot of thrombus within the aneurysm sac. It was reported that there were no adverse events during the initial procedure, however post-operative the patient had elevated co2 levels and also had a spike in blood pressure. It was reported that the patient expired two days later. The cause of death was due to cardiovascular failure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, cardiac complications); patient's condition affected effectiveness of device (pre-existing condition; patient comorbidities include cardiomyopathy, copd with a pacemaker and defibrillator). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; patient comorbidities include cardiomyopathy, copd with a pacemaker and defibrillator).